Event description:
The customer's wife called to report that the drive support cap was protruding. Found that the insulin pump was also alarming, with insulin squirting out during the manual prime. The reported blood glucose reading at the time of the call was 288 mg/dl, and was treated with a manual injection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted. No prime alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.